Event description:
Information was received from a company representative regarding a patient who was receiving hydromorphone with concentration 20 mg/ml at a dose rate of 16 mg/day and bupivacaine with concentration 10 mg/ml at a dose rate of 8 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation. In addition to motor stall the stopped pump period may exceed tube set message was indicated regarding the pump's log. The patient did not recently have magnetic resonance imaging (MRI) performed. The patient experienced withdrawal symptoms. The patient had a lot of discomfort.

Manufacturer narrative:
Analysis of the pump found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Analysis found the upper shaft of gear two, after some of the residue was removed, shows shaft wear. (B)(4).

Event description:
Additional information was received from a company representative. It was reported that the pump was explanted/replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.